Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. For clarification, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between the grips instrument bipolar yaw pulley is typically attributed to user mishandling/misuse, most commonly caused by insulation degradation and carbonize tissue creating a conductive path. An additional observation not reported that is related to the primary failure was signs of thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. This was a result of the thermal damage to the yaw pulley failure of the instrument. Root cause of this failure is attributed to user mishandling/misuse.

Manufacturer narrative:
The maryland bipolar forceps instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument pn 420172-17 lot # n10210112 (B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 39 minutes. The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history shows no complaints for any other events related to this instrument. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but part of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the maryland bipolar forceps instrument showed wear close to the jaw, leaving a spark. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument and cannula with gauge pin were inspected prior to use with no issues identified. A valley lab fx electro surgical unit with the cut and coagulation settings of 30 were used with the correct cautery cords. The maryland bipolar forceps instrument was in use without issue for approximately 20 minutes for bipolar cauterizing when arcing near the mandible while the instrument tip was in contact with tissue. The customer stated a monopolar curved scissors instrument was in use when the arcing event occurred. Reportedly, no intraoperative collisions occurred, and the instrument had not been removed prior to the reported problem. The patient has not returned to the hospital with any post-surgical complications. No patient injury was reported. No photographic images or video recording of the procedure are available.